Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient stated there was an air detected in cassette alarm that occurred prior to discovery of the fluid leak. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate treatment option to complete their pd therapy. Upon follow up, the patient confirmed cancelling the treatment and performing a manual exchange to complete treatment. When the cassette was removed from the cycler, the patient noticed there was fluid inside of the cassette compartment. It was unknown what caused the leak. The patient stated there was no visible damage on the cassette. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler and is continuing pd therapy on the replacement with no further issues. The cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available for evaluation and the lot number could not be provided; the device was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.